Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013 and stated the display screen was faded and discolored. There is no adverse event associated with this complaint. This complaint is being reported because the display screen issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 date of submission 08/13/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the pump was powered on and the display screen appeared dim. The display screen was replaced with a test display and functioned properly.